Event description:
Customer's mother reported via phone, the customer was intensive care unit due to diabetic ketoacidosis. Customer's mother stated the meter wasn't communicating correctly to the insulin pump and wasn't sending the correct blood glucose level, information was recording incorrectly. Customer's blood glucose was in the 200 mg/dl range. Customer's mother believes issue was a feeding tube issues. Customer was feeling ill and regurgitating. Customer had gone up to 700 mg/dl and then lowered into the 40 mg/dl range. Customer mother declined troubleshooting the insulin pump as she believed it was an issue with his diabetes and the meter not working. The device is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.